Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue and contamination under the key contacts. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the up arrow and down arrow keypad buttons were intermittently unresponsive. The contrast button was unresponsive. The keypad cover had been returned peeling at the ok keypad button and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).